Event description:
The customer alleged they received questionable lipase colorimetric assay results on their c501 analyzer. The customer alleged they were getting discrepant results on both their c501 analyzer and their cobas 8000 c502 module. The customer stated they had one discrepant result that was reported outside the laboratory on their c501 analyzer of the 40 patients tested. The units of measure were requested but not provided. The patient's initial lipase result was 161.2 and it was reported outside the laboratory. The sample was repeated on the c501 analyzer and the result was 84.4. The sample was repeated on a cobas 8000 c502 module analyzer and the result was 76.9. The patient was not affected by this event. The lipase reagent lot number was 694719. The expiration date was requested but not provided. The field service representative went on site to check the analyzer. He noted that the tubing was not immersed in the naoh-d bottles on both the c501 and c502 systems.

Manufacturer narrative:
This event occurred in (B)(6). (B)(6).